Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)) concomitant med products :due to character limitation: excelsior xt-17 (stryker) microcatheter, chikai14 (asahi intecc) guidewire, transform (stryker) balloon catheter. Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" in section ). Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a balloon-assisted coil embolization of a 6.6mm lateral internal carotid (c3 ¿ lacerum segment) aneurysm, the 1.5mm x 3cm galaxy g3 mini (glm915030/l13341) thermo-mechanical coil was inserted into the excelsior xt-17 (stryker) microcatheter, but strong resistance was encountered between the coil and the distal end of the microcatheter. The coil was subsequently removed from the patient. The concomitant microcatheter also came out from the target lesion. Therefore, the coil and microcatheter were replaced and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A chikai14 (asahi intecc) guidewire and transform (stryker) balloon catheter were also used in the case. The concomitant microcatheter was delivered to the target lesion, the concomitant balloon catheter was inflated to fix the microcatheter position, and three competitor coils were implanted. The product will be returned evaluation. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). This MDR is being submitted as a correction. It was previously reported that the coil of the device was found stretched, however during further assessment it was found that embolic coil was kinked. The findings still meet regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Updated complaint conclusion to include correction to the device analysis: as reported by a healthcare professional, during a balloon-assisted coil embolization of a 6.6mm lateral internal carotid (c3 ¿ lacerum segment) aneurysm, the 1.5mm x 3cm galaxy g3 mini (glm915030/l13341) coil was inserted into the excelsior xt-17 (stryker) microcatheter, but strong resistance was encountered between the coil and the distal end of the microcatheter. The coil was subsequently removed from the patient without the need for additional intervention. The concomitant microcatheter also came out from the target lesion. Therefore, the coil and microcatheter were replaced and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The length of time that the procedure was delayed was not reported; however, the delay in procedure was not considered clinically significant. The product stored per labeling instructions. No visible product damage was noted prior to the event. It was reported that the procedure was conducted in accordance with the instructions for use (IFU); however, it was not reported if an adequate and continuous flush was maintained through the microcatheter. No unintended detachment was observed in the vessel or in the microcatheter. The concomitant microcatheter was delivered to the target lesion, the concomitant balloon catheter was inflated to fix the microcatheter position, and three competitor coils were implanted. He user did not fasten the rotating hemostasis valve (rhv) too tightly around the introducer. It was not reported if the coil or concomitant microcatheter appeared damaged. The user did not apply undue force at any time when handling the device. No further information could be obtained. A non-sterile unit galaxy g3 mini 1.5mm x 3cm was received inside of a pouch. The hub was inspected, and it was found in good normal condition the dpu was inspected and it was found kinked at 35cm from proximal end. The introducer was inspected, and it was found kinked/saturated of dry blood. The re-sheathing tool was inspected, and it was found in good normal conditions. The embolic coil was received outside of the introducer. Microscopic the v-notch was inspected under microscope and it was found in normal good condition. The rh, the articulation joint and the embolic coil were inspected under microscope, no damages were noted on the rh and articulation joint while the embolic coil was found kinked as well as the rh was not heated. The functional test could not be performed due to the conditions of the introducer. (Kinked). A manufacturing record evaluation was performed for the finished device l13341 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with loss of cerebral target position¿ could not be evaluated due to the kinked condition noted on the introducer, however the condition of the received embolic coil (kinked) could be related to the failure experienced by the costumer. The kinked condition on the introducer and the kinked condition on the embolic coil appear to have been caused by excessive force being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device. The kinked introducer and dpu core wire and kinked embolic coil are indicative of the application of excessive force, possibly in an attempt to overcome resistance. 100% of devices are inspected for damage at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Functional testing could not be performed to determine potential causes of the unusual friction noted during advancement. In addition, without the return of the concomitant microcatheter, the cause of the reported event cannot be identified. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by a healthcare professional, during a balloon-assisted coil embolization of a 6.6mm lateral internal carotid (c3 ¿ lacerum segment) aneurysm, the 1.5mm x 3cm galaxy g3 mini (B)(4) coil was inserted into the excelsior xt-17 (stryker) microcatheter, but strong resistance was encountered between the coil and the distal end of the microcatheter. The coil was subsequently removed from the patient without the need for additional intervention. The concomitant microcatheter also came out from the target lesion. Therefore, the coil and microcatheter were replaced and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The length of time that the procedure was delayed was not reported; however, the delay in procedure was not considered clinically significant. The product stored per labeling instructions. No visible product damage was noted prior to the event. It was reported that the procedure was conducted in accordance with the instructions for use (IFU); however, it was not reported if an adequate and continuous flush was maintained through the microcatheter. No unintended detachment was observed in the vessel or in the microcatheter. The concomitant microcatheter was delivered to the target lesion, the concomitant balloon catheter was inflated to fix the microcatheter position, and three competitor coils were implanted. He user did not fasten the rotating hemostasis valve (rhv) too tightly around the introducer. It was not reported if the coil or concomitant microcatheter appeared damaged. The user did not apply undue force at any time when handling the device. No further information could be obtained. A non-sterile 1.5mm x 3cm galaxy g3 mini was received inside of a pouch. Visual inspection was conducted. The device positioning unit (dpu) core wire was found kinked at 35cm from the proximal end. The hub connector was undamaged. The introducer sheath was kinked and saturated with dried blood. The embolic coil was received outside of the introducer. The resheathing tool was undamaged. The device was then examined under a microscope. No damage was observed to the v-notch of the resheathing tool. The distal outer sheath had not softened, indicating that the resistance heating (rh) coil had not been heated and the detachment process had not been initiated. The articulating joint was seen present and intact. The embolic coil was seen stretched. There were no other visual anomalies observed during the visual and microscopic inspection. Advancement through a lab microcatheter could not tested due to the kinked condition of the introducer sheath and the stretched condition of the embolic coil. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The customer report of resistance/friction during advancement through the microcatheter could not be evaluated because of the damage present on the returned device prevented functional analysis. The introducer sheath was kinked, and the embolic coil was stretched. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device. The kinked introducer and dpu core wire and stretched embolic coil are indicative of the application of excessive force, possibly in an attempt to overcome resistance. 100% of devices are inspected for damage at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Functional testing could not be performed to determine potential causes of the unusual friction noted during advancement. In addition, without the return of the concomitant microcatheter, the cause of the reported event cannot be identified. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the coil was successfully removed from the patient without need for additional intervention. The user did not fasten the rotating hemostasis valve (rhv) too tightly around the introducer. It was not reported whether the coil or concomitant microcatheter appeared damaged in any way, or if an adequate and continuous flush was maintained through the microcatheter. The user did not apply undue force at any time when handling the device. The length of time that the procedure was delayed was not reported; however, the delay in procedure was not considered clinically significant. No further information could be obtained. (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.